Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.